Manufacturer narrative:
The meter/test strips associated with this complaint has been returned to lifescan; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch verio2 meter read inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began on (B)(6) 2015. The patient reported obtaining blood glucose readings of "300, 400, 450 and 142 mg/dl" with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for precision. The patient stated that he manages his diabetes with insulin (self-adjuster). The patient reported that he "passed out on the floor, wet" on (B)(6) 2015, prior to obtaining the alleged inaccurate results. The patient claimed he was treated by the emergency medical services with glucose tablets/gel. The patient reported that a blood glucose test was performed on another device (doctor's meter) at an unspecified date and time but was unable to confirm the result obtained. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter and that the same approved sample site was used for testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received health care professional (hcp) treatment for severe hypoglycemia while using the product. The alleged meter issue could not be ruled out as a cause or contributor to the event.